Event description:
Patient had new minicap extended life pd transfer set with twist clamp placed by (B)(6), llc clinic staff on (B)(6) /2024. Patient reports that he went home and connected to his amia as usual and during the treatment, he received a slow flow alarm. He stated that he checked to ensure there was no kink in the lines and twist clamp was fully opened. He stated while he was checking the twist mechanism on the transfer set, it detached from the line that is in the twist clamp from the factory. This resulted in a wet contamination to the peritoneal dialysis. Catheter.